Manufacturer narrative:
Failure analysis noted that the pump passed the basic the occlusion test and the displacement test. There was no motor error alarms noted. However, the pump was unable to prime during the prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. There was no compromised force sensor system alarms noted. The pump had a cracked case at the lcd window corners and cracked battery tube threads. The pump had a scratched lcd window. The pump had debris under the window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 104 mg/dl at the time of incident. The customer's mother stated that the pump alarmed motor error. They were able to rewind the pump but the motor error alarm occurred more than once in the last 30 days. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.